Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a few days after implant the patient's right ventricular (rv) lead had rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the analyst also noted: there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.